Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: how was the case completed? Unknown. Was the initial broken drain removed from patient and new one inserted surgically? No information. Lot number no information. No further information will be provided. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown plastic surgery and a drain was used. The drain was broken outside the patient¿ body when milking the drain by not using a milking roller. The lot number is unknown. Further details are not provided. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 9/1/2020.

Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: (B)(4) 2018. Received one drain broken in two pieces at the tubing area. The broken area is uneven; one of the pieces has small cut. The batch number is unknown. Per the analysis of the device, the drain may have broken following mechanical damage in use.